Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt contacted animas on (B)(6) 2010. He stated he was a new user and was still working with the cds for blood glucose management. He reported he had low blood glucose (bg) levels 2 hours after eating dinner last night at dinner: his bg was 67 mg/dl and he self treated with glucose tablets. Later the same night, his bg was 69 mg/dl at 11pm, 37 mg/dl at 2am and 47 mg/dl at 2:30am: each time the pt self-treated with glucose tablets. The pt reportedly was "fumbling with pump and pressed buttons by accident due to confusion of low bg." The pt also was pressing the pt woke up at 6:50am the next morning with a 160 mg/dl bg result but the pump was suspended. According to the pump's suspend history, the pump was suspended at 2am but the pt was unable to recall suspending the pump. Animas customer service assisted the pt with resuming the pump. The pt also reportedly had a loss of prime issue. It was discovered that the infusion set was not connected to the cartridge. The reported issue was resolved with training. During troubleshooting, it was discovered that the pt was possibly incorrectly entering his bg results into the carbohydrates, which will incorrectly miscalculate the suggested insulin dosage. It was determined that the pt needed more training. The pt's doctor agreed that the pt should continue with multiple insulin injection regimen until he receives further training with the pump. There was no indication that the pump malfunctioned. This complaint is being reported because the pt reportedly had a bg of 37 mg/dl but did not require assistance from another person.